Event description:
It was reported that during an unknown procedure the device jams when cutting the tissue (third shot) and does not work anymore. The gun is changed, which works properly.

Manufacturer narrative:
(B)(4). Batch # 316a63. The following information was requested but not available: 1. Did the reload lock out and would not work? 2. Did the reload begin to staple and cut, but then jammed? 3. Were the cut line and staple lines equal? 4. Could you please clarify if there were any patient consequences? 5. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tlc75 device was received with no apparent damage and with a reload present. The reload was received with the swing tab in the unlocked position. The reload had the proximal 5 drivers up without staples, and the remaining drivers down with staples present. The device was tested for functionality with the returned reloads. The device achieved its complete firing sequence without any difficulties. However, one staple was noted missing along the staple line, this staple do not create a fluid path. The cut line was complete and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. As it is possible that the firing knob was not returned to its home position while loading the reload. It is possible that improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. It should be noted that 100% inspection is performed by means of an automated vision system to ensure staples presence; the swing tab is present and unlocked. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 316a63, and no non-conformances were identified.